Manufacturer narrative:
Unit recieved with rattlling vibration due to vibrator motor adhesive not adhering. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is market ed in the united states.(B)(4)

Event description:
Customer reported that the insulin pump's vibrate function was not working properly. Blood glucose level was 185 mg/dl at the time of the call. No further information was provided.